Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during a procedure on (B)(6) 2010. According to the complainant, while attempting to use a snare, there was no monopolar output from the unit. The physician tried swapping out the grounding pads, active cord, and snare without success. The complainant noted that the foot pedal appeared to work properly since the unit functioned as intended while in bipolar mode. The complainant used another generator to successfully complete the procedure. Following the procedure, the complainant was able to confirm that the issue was with the unit and not with the other mentioned devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during a procedure on (B)(6), 2010. According to the complainant, while attempting to use a snare, there was no monopolar output from the unit. The physician tried swapping out the grounding pads, active cord, and snare without success. The complainant noted that the foot pedal appeared to work properly since the unit functioned as intended while in bipolar mode. The complainant used another generator to successfully complete the procedure. Following the procedure, the complainant was able to confirm that the issue was with the unit and not with the other mentioned devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visually and mechanically, the returned device is in fair condition; there are only minor scratches on the console and all knobs/switches function properly. Electrically, the unit passed all evaluation protocols and was within specification. The condition of the returned device was not consistent with the complaint of no output; the complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.